Event description:
The capsule tore but it was unknown if the lens was implanted and removed. The model and lot numbers of the injector and cartridge used were not provided by the facility. Company have requested additional information but it has not been received to date.